Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material #: 305901. Batch#: 2271620. It was reported that the bd safety-lok had foreign matter. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Email(s) attached. White build up on the needle inside the packaging. Item(s): 305901. Lot(s): 2271620. Additional information provided: the event happened on 1/17/25, we are located at (B)(6). Also, as far as we know, there has been no harm, no complications, and no negative outcome. Thank you and I will be on the lookout for the return label.

Manufacturer narrative:
One sample was provided to our quality team for investigation. A visual inspection was performed. The safety mechanism has been activated, and the needle has adhered white particles of fibers. Based on the investigation and with the sample analysis the symptom reported is confirmed. It could be possible that while performing cleaning activity particles were not properly removed inducing the symptom reported and not detected in the next processes. Furthermore, a device history record review was completed for provided lot number 2271620. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.